Event description:
A consumer reported that after two sessions of "tissue augmentation" by a board certified dermatologist, he experienced a rash and swelling/discomfort at the site. The consumer requested that the dermatologist not be contacted, therefore; further f/u could not be conducted.

Manufacturer narrative:
No complaint trending can be performed due to the lack of a lot code/sample being provided. No product investigation can be performed due to the lack of a lot code being provided. Add'l info was requested by phone on 11/17/2011 and 11/22/2011. A response from the consumer has not been received and at his request, the dermatologist was not contacted. (B)(4).